Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. The pt noticed solution leaking near the red clamp close to the pump during dwell 2. Prophylactic antibiotics were administered as a precaution. Patient's effluent has remained clear, culture results tested negative and there is no other known patient ill effect. Sample is not available; sample was discarded.